Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who had an implantable neurostimulator (ins). It was reported by the manufacturer representative (rep) that they received an email about a healthcare professional (hcp) getting a result that showed 20000ohms. Rep was not with the patient or hcp but was asked to follow up with hcp. Rep wanted to know what the cause of the high impedance could be. Information was reviewed with rep. No symptoms reported. No further complications were reported or anticipated.